Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. The compatible baxter IV set for spectrum and spectrum iq pumps, the following warning is listed for the IV set noted from the event: "partially occluded filters can cause air-in-line, upstream occlusion or downstream occlusion alarms or negatively affect flow rate accuracy." Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump could not clear an upstream occlusion alarm during a blood infusion during patient therapy (dose, rate and volume unknown). The intravenous (IV) line was spiked into the IV solution, running freely. Once the blood bag was spiked, flow was sluggish, and then an upstream occlusion was noted on IV pump. The user was unable to correct upstream occlusion. Blood filled the upper portion of filter chamber. When IV tubing was changed, blood ran at appropriate rate through IV pump. There was no patient injury or medical intervention associated with this event. No additional information is available.